Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft and vela infrarenal on (B)(6) 2018. Endologix became aware of a complaint against our device on (B)(6) 2018 due to a re-intervention the day prior to treat an expanding abdominal aortic aneurysm. This expanding aneurysm was found on routine follow-up. The patient was realigned with a non-endologix graft during the secondary procedure. It was observed peri-operatively that the afx vela had dropped. Two (2) very large internal lumbars were still present after the realignment and the physician believes this could have caused the initial issue. The patient recovered well and was scheduled for discharge the day post surgery.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: the cuff migration (not movement) complaint is confirmed (11.7mm ). The type ii endoleak and sac enlargement complaints are unconfirmed, the necessary imaging was not available. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be stable discharged home. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Additional information: add device code 1068. Add conclusion code 4315.

Event description:
Additional information received confirming that the enlarged aneurysm and afx vela migration were diagnosed per follow-up CT. The patient is asymptomatic and no devices were explanted during the secondary procedure.